Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer suffered from severe hypoglycemia the prior night. The patient's blood glucose at the time of incident was not reported. However, the customer suffered from a seizure and was treated with glucagon. No further details were provided since the call had disconnected. The insulin pump was not returned for analysis.